Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range pacing impedance measurements of greater than 2000 ohms. An x-ray showed the rv lead had fractured. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.